Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The investigation determined the most probable cause was the main board. Fluid contamination was found at the bottom of the rear case. The main board was replaced. Preventatively, the downstream and upstream occlusion sensors were also replaced.

Event description:
It was reported that there was an issue with the pump alarming error: upstream occlusion. There was unknown patient involvement. No patient harm/adverse effects were reported.